Event description:
It was reported that during pump refill the healthcare provider had difficulty filling the pump. All remaining drug was aspirated and only 36ml was able to be injected into the 40ml reservoir. The hcp felt resistance and could not fill further. It was discussed that the reservoir was likely locked and it was possible that air could have been injected into the reservoir. The hcp decided to leave the 36ml as the reservoir volume and check the pump at next refill. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).